Event description:
Info received indicates the head section is drifting down very slowly.

Manufacturer narrative:
The tech isolated the issue to the et/CPR valve. He replaced the et/CPR valve to repair the bed. The bed is now functioning properly.